Event description:
The customer reported to olympus, the metal ring at the sleeve came off of the single use aspiration needle. The issue was found after the endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) diagnostic procedure. The operation was performed without delay and the patient was not anesthetized. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation also found that the surface of the elastic coil showed visible wrinkles and deformation, there was deformation of the sheath, and there was adhesion of mucus and dirt at the distal end of the needle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.